Event description:
During anterior cervical disectomy and fusion surgeon was placing a screw and tip of the screwdriver broke off. The surgeon tried to remove it but eventually ended up drilling down to remove the screw. Discarded broken piece but remaining instrument will be returned. Prolonged 30 minutes. Pt did not suffer any adverse effects as a result of incident.